Event description:
This is a spontaneous report from the facility of a male hematological patient hospitalized on (B)(6) 2012, because of peritonitis and died on (B)(6) 2012. Patient was using dianeal pd4 and extraneal pd solution, exact product specificities currently not available. No further information is available at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfction or use error identified is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. Therefore the complaint is not confirmed and the assignable cause is not determined.